Manufacturer narrative:
(B)(4) won't close. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, prior to use, the forceps was tested and appeared to work properly. However, while attempting to obtain a biopsy sample, the forceps jaws could not be closed. After several attempts, the jaws could only be partially closed. The device was removed and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.